Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at an unspecified time in the morning. The patient reportedly manages her diabetes with glimepiride pills in the morning and an unknown type of insulin, 36u at night and reportedly took her usual dose of medications in response to the alleged issue. The patient claimed she developed symptoms of ''sweating, nervousness and dizziness'' approximately 20 minutes after the alleged issue and self treated by increasing her medications (unknown dose). At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The patient stated she had just replaced the batteries but the alleged issue was not resolved. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.